Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The DHR of product code: 179702000. Lot : 297286. Electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: january 27, 2021. Visual inspection: the single-inner setscrew (pn: 179702000, ln: 297286) was sent to jabil: le locle for investigation. Upon visual inspection, it was noticed a deformation of the hexlobes. The hexlobe corners have been deformed which resulted in overthickness of the set screw internal diameter. Visual inspection of the external thread showed presence of bright areas on the surface which indicated that the matte finish was removed. The bright areas showed that this defect appeared after the matte finish operation performed during the sandblasting phase according to procedure de sablage (applicable revision as of 10/20/2021). Visual inspection of the internal thread diameter shows a deformation on the second thread. The overall deformation was found to be post-manufacturing. Functional test: assembly inspection- mating part inspection: expedium head lot number: 325448. The setscrew was inserted in the head thread and it was found to be conform despite the physical post manufacturing deformation. Can the complaint be replicated with the returned device? Deformation of the device was noticed from the visual inspection. Dimensional inspection: inspections have been performed to ensure the conformity of set screws: inspection checklist: part conformed to drawing specification except two criteria that were out of specification: external diameter for the set screw. Internal diameter for the set screw. Devices: micrometer. Cylindrical gage. Go nogo gauge. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the set screw as the visual inspection revealed deformation of the device and also the dimensional inspection revealed an out of specification on two features. During the investigation, it was also revealed that the damage sustained by the set screw was post manufacturing and occurred likely during the surgery. No product design issues or discrepancies were observed. Based on the investigation, the manufacturing process at jabil le locle has been performed according to the applicable procedures without any issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturer contact facility name.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp;kwq;mnh;mni;osh. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the surgeon was instrumenting an one-level lumbar fusion with expedium. During set screws placement, the surgeon was having difficulty engaging the set screws to the tulip on the polyaxial head. There was a surgical delay of five (5) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported. Unknown screwdriver (part# unknown, lot# unknown, qty 1). This complaint involves six (6) devices. This report is for (1)single-inner setscrew. This report is 1 of 6 for (B)(4).